Event description:
It was reported the patient's blood glucose level (bg) rose to 360 mg/dl while wearing the pod longer than 48 hours. The pod's cannula reportedly popped out the infusion site (abdomen). It was also reported that the pod was not sticking well to the site. As treatment, the patient changed the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.